Event description:
It was reported that 3-4 days post op a rectum cancer resection procedure, patient complained of abdominal pain. The surgeon opened the abdomen and found the fistula (diameter of 2-3cm) near the pelvic floor. The abdomen was also infected. Then the surgeon used hand to make the fistula for the patient and used antibiotics to treat the infection. There were no issues during the initial procedure. The patient remains in the hospital. The patient lost anus. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4).